Manufacturer narrative:
Section d3 - manufacturer information: updated section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being exchanged was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 16 days (03jun2021 ¿ 05jun2021, 29oct2021 ¿ 29apr2022, 01jan2000 per timestamp). The driveline was disconnected on (B)(6) 2021 at 16:21:21; which appears to have been for a system controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the reason why the heartmate 3 system controller (serial number: (B)(6) ) was exchanged in (B)(6) 2021. To date, no response was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications and was shipped on 26oct2020. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting" covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was exchanged in jun2021. The event log file contained intermittent data between 03jun2021 and 08sep2022 which was followed by a clock reset. The log appeared to indicate the pump being connected to the controller between 03jun2021 and 05jun2021 prior to being permanently disconnected.

Manufacturer narrative:
B3: event date was estimated. The information in this event was previously reported under MFR # 2916596-2023-06066, no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.